Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 3 malfunction event(s), where it was reported the device experienced difficult to load/unload the cot in the ambulance. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results): 1 device: computer software / failure to calibrate or used out of calibration. 2 devices are pending evaluation. Evaluation results findings (components/results) : 2 devices: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The devices that were pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results) 2 devices: chassis/frame/mechanical problem identified.

Event description:
No new information.